Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from mar 23, 2015 to mar 25, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the cutter device did break at the protruded end of the cutter while the rest of the cutter was stuck inside the attachment device. It was determined that this was consistent with excessive force while using the device, causing the protruded end of the cutter device to fracture while the rest of the cutter was inside the attachment device. It was determined that the attachment device was cleaned and disinfected at the customer site. That process created an abnormal amount of corrosion, causing the cutter device to fuse in the attachment device making it impossible to remove it from the attachment device. It was determined that the process was performed in order to return the device to the manufacturer for evaluation and repair. It was determined that the unit was showing more buildup of corrosion due to the cutter device still in the attachment device in the area of contact with the cutter and fusing the two together making it impossible to remove. It was determined that the cutter device was unable to be removed from the attachment device due to excessive corrosion as identified. It was further determined that the corrosion was the reason the cutter device was unable to be removed from the attachment device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. Mfg date: the lot number device is unknown; therefore, the manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the cutter device was stuck inside the attachment device. During in-house engineering evaluation, it was observed that the cutter device broke and was stuck inside attachment device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.